Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the cylinders not inflating and the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was explained that when the reservoir was removed, it had folded over on itself and had a hole on the balloon portion, but it could not be determined if that occurred pre-operatively or in the or. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. The patient is now doing well.